Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. However, myocardial infarction and thrombosis are listed in the xience everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. (B)(4).

Event description:
It was reported via an article titled: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Case #38: the procedure was to treat a mid left anterior descending artery. The patient presented with a stabilized st elevated myocardial infarction (stemi). Pre-dilatation was performed with a 2.5 x 20 mm unspecified balloon catheter inflated to 12 atmospheres. A 3.5 x 33 mm unspecified xience stent was deployed at 10 atmospheres. Post-dilatation was performed with a 3.5 x 15 mm unspecified balloon catheter inflated to 20 atmospheres. The patient was placed on ascal and ticagrelor for dual antiplatelet therapy. On an unspecified date, the patient presented with a myocardial infarction (mi) and probable very late stent thrombosis. It was not reported how the thrombosis was treated. No additional information was provided.